Event description:
Information was received from a patient regarding external devices to an implantable pump. It was reported that their pump was not working. The patient stated that she had been sent equipment before, but the device was slow. The equipment was retrieving pump settings and it had been like that all day. The agent walked the patient through resetting the handset and closing all applications. The agent walked the patient through clearing data. The patient was able to successfully connect to the pump and request/receive a bolus. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: a820, product type: software, software version: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.